Event description:
Per lynda moon rn at the account, the gauss device showed oversaturation during a procedure. When the oversaturation message was presented by the device, the customer discontinued use and reverted back to manually estimation blood loss without the use of the device. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per (B)(6) rn at the account, the gauss device showed oversaturation during a procedure. When the oversaturation message was presented by the device, the customer discontinued use and reverted back to manually estimation blood loss without the use of the device. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Correction: follow-up report submitted to document the device log files were not available for evaluation. H3 other text : log files were not available for evaluation.